Event description:
It was reported that the patient had a stimulator removed. It was unknown why the stimulator was removed, but during the removal 3 contacts were left in the patient's body. This was a subcutaneous lead. Three days later it was reported that the stimulator was removed "years ago," but a portion of the lead (with about 3 contacts) was "in the sub q just under the skin."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) did not have the exact dates or device serial numbers as it was "a long time ago". It was reported that after the implantable neurostimulator (ins) was moved to the left side the patient continued to complain that it was too uncomfortable. It was reported that the entire system was removed except the extensions that were cut and left inside the patient due to "traction on lead". It was reported that the patient recovered "fine" after that and there were not suspicions of device malfunction. Information omitted pertaining to related event (B)(4) - battery revision from right side to left side.

Manufacturer narrative:
(B)(4).